Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 550 mg/dl; cause was not known. Pump boluses were delivered to address bg. Pump system check was performed with tandem technical support; no device issue was identified. Upon follow up, customer reported to have changed the infusion set site and delivered a bolus. Bg lowered to 315 and customer felt better. Customer declined further follow up.